Event description:
Boston scientific crm received information that this transvenous right atrial (ra) OEM manufactured lead had dislodged. Upon a pre-discharge check of the pt, it was noted that this ra lead fell into the right ventricle.